Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on keypad traces. No button error alarm noted. Unable to perform displacement test due to no button response. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, minor scratched window display, cracked case at display window corner and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.